Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 we received a notification from the (B)(6) reporting a medical complaint they received from an eye care provider (ecp). The ecp reported the event to the (B)(6) 2016. The following information was received: date of event: (B)(6) 2015; product: acuvue oasys; description of the facts: "severe eye pain while the patient (pt) was wearing the lenses. The pt washed the lens case with tap water." Description of impact: "severe corneal abscesses (left eye)"; impact on visual acuity: 5.52/10 instead of 10/10; indication for a keratoplasty; sample = pseudomonas aeruginosa; during the hospitalization the pt received an ophthalmic eye drops: vancomycine + fortum (ceftazidime); after the hospitalization the treatment was : ciloxan, tobrex, chibro cadron, cebemexine). Additional information was requested from the pt's treating ecp. The suspect product was requested for return for evaluation and the lot # was requested. On 2015-01-21 additional information was obtained as follows: the ecp was contacted who reported that the pt went directly to the hospital in urgency service without visiting the ecp. The ecp reported that the pt was prescribed some treatment and some days later visited the ecp after the pt was released from the hospital. The ecp called the pt and the pt reported that the suspect product was discarded. The lot # was provided as l0029nf. The ecp reported that "after treatment distance vision is 2/10 (in decimal chart). The ecp also reported that "the adverse event is linked to tap water used for rinsing the contact lens (cl) case and no link with oasys lens." Patient used renu after care solution. On 2016-01-25 the following additional information was received from the johnson and johnson professional affairs group in france: the ecp "saw the patient 2 months after the problem with no more inflammation and infection. Just a control of the va and a slit lamp control. After these 2 controls, no additional treatment was prescribed and the prognostic of surgery was done." No additional medical information is expected. On (B)(6) 2015 an e-mail was received from our affiliate in (B)(4) reporting that the pt did retain "3 lenses of the pack". The affiliate reported that the lenses were received from the pt's treating ophthalmologist. The lenses were requested for return for evaluation. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # l0029nf was produced under normal conditions. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Three sealed blisters were returned for evaluation. The parameters of three lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had a surface tear and two lenses had edge tears. No other visual attributes were observed.